Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported device malfunction and the product was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Dissection is listed in the xience 48 everolimus eluting coronary stent systems instructions for use (IFU) as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling. The xience xpedition 48 is currently not commercially available in the u.s; however, is similar to a device sold in the u.s.

Event description:
It was reported that the procedure was to treat a de novo lesion in the mid right coronary artery with heavy tortuosity, moderate calcification, and 90% stenosis. Pre-dilatation was performed with a 2.5x12 unspecified balloon. A 3.5x48mm xience xpedition stent delivery system (sds) was advanced and the stent deployed; however, a dissection occurred. A xience prime stent was implanted to cover the dissection. A 2.75 nc balloon was used for post-dilatation and to successfully complete the procedure. There was no other device or procedural issues noted. There was no adverse patient sequelae and no reported clinically significant delay in procedure. No additional information was provided.